Event description:
It was initially reported that the pt was experiencing an increase in seizures, but the pre-vns relationship was unk. It is unclear if the battery is at an end of service condition. The pt is expected to have the generator replaced. Good faith attempts to obtain additional information have been unsuccessful to date.